Event description:
It was reported that the patients ipg had migrated to an awkward angle which resulted to having communication issue with the charger. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week after implant.